Event description:
Patient mentioned they currently have a nevro stimulator that doesn't work well enough for their pain which is why they are getting a pump implanted dec 21. Patient stated there is "nothing wrong" with the stimulator but to get adequate therapy relief they have to turn the stimulation up so high that its like electrocuting themselves. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).